Manufacturer narrative:
Follow-up #1: date of submission 03/09/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: review of the black box revealed cs 78-0008 during rewind. On investigation, the pump was run for a minimum of 24 hours with no cs 078-0008 duplicated. On visual inspection, there was evidence of moisture behind display lens. Leak testing failed due to a case crack with leak; there was a crack between case seal and the keypad cover. The pump was opened for investigation and revealed moisture on main printed circuit/transceiver board. Unrelated to the original complaint, a hairline battery compartment crack was found below the bumper.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted a cs 078 call service alarm three times in thirty days. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.